Event description:
The initial reporter complained of a discrepant high result for 1 patient tested for elecsys testosterone ii (testosterone ii) on a cobas 6000 e 601 module. The initial result was 990.7 ng/dl (34.37 nmol/l). This result was reported outside of the laboratory where the physician requested additional testing as the result was higher than expected. On (B)(6) 2023 a new sample was obtained with a result of 339.3 ng/dl. On (B)(6) 2023 this sample was repeated with a result of 343.9 ng/dl. On (B)(6) 2023 the customer repeated the original sample and the result was 309.1 ng/dl (10.73 nmol/l). This result was believed to be correct. On (B)(6) 2023 the customer processed all the sample tubes collected from the patient with results of: 362.9 ng/dl, 371.4 ng/dl, 362.9 ng/dl, 374.4 ng/dl, 358.8 ng/dl, 355.0 ng/dl and 352.9 ng/dl. The e601 module serial number was (B)(4).

Manufacturer narrative:
The suspect medical device was updated. Relevant fields of sections d and g were updated. The testosterone ii reagent lot number was 62075901 with an expiration date of 31-aug-2023. Calibration and qc were acceptable. Several "abnormal sample aspiration" alarms were observed on the alarm trace data. These alarms suggest an issue with sample preparation. On 17-mar-2023 the field service engineer (fse) replaced the measuring cell and completed instrument performance testing. A general reagent issue can be excluded as the quality validation data was within expectations. The customer had no further issues after the measuring cell was replaced.